Event description:
Reportedly, during hospitalization, the pt was cardioverted by external defibrillation. Then the pacemaker could not be interrogated. The device was returned for analysis in order to know if the pacemaker was damaged during the cardioversion or if the battery was completely depleted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.